Event description:
A health care professional reported that the vitrector stopped even though it was set to 5000 cuts per minute, as recommended during the vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was patient contact with the product but no impact to the patient. Additional information was requested and non-received till date. This report pertains to the one of the three surgeries involved for this complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional corrected information was provided in b.2, d.9., h.2., and h.11. Upon further review, it was identified that probe did not work however, the exact issue was not specified. Based on current information available this event does not meet reporting criteria as per the applicable regulations. No further reports will be submitted under mfg. Report number 1644019-2025-04789. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.